Event description:
The customer called and reported experiencing high blood glucose of over 400 mg/dl. Customer treated with manual injection. Customer stated she had the insulin pump was reprogrammed and this resolved the high blood glucose issue. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.